Manufacturer narrative:
Additional information: h2, h10 explant due to regurgitation was reported. The investigation found that cusp 1 and cusp 2 were torn. There were degenerative changes, most prominent in cusp 2. There was no inflammation or significant calcifications. The cause of the tear could not be conclusively determined; however, the degenerative changes noted to the tissue could have contributed to the tear formation. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear.

Manufacturer narrative:
Explant due to regurgitation was reported. The investigation found that cusp 1 and cusp 2 were torn. There were degenerative changes, most prominent in cusp 2. There was no inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the degenerative changes noted to the tissue could have contributed to the tear formation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a patient underwent an explant on (B)(6) 2021 of their 29 mm epic stented porcine heart valve w/flexfit system. During a follow up visit in the clinic (B)(6) 2021, a cardiac murmur was appreciated during the visit. The care plan included a "wait and see" approach and would be monitored. In october, it was determined that the patients mitral valve regurgitation had worsened. The patient underwent a mitral valve replacement and it was replaced with a 27mm epic stented porcine heart valve w/flexfit system. Upon explant of the 29 mm epic stented porcine heart valve w/flexfit system, the user reported that the posterior leaflet attached to the stent post had become torn and each tear had extended toward each leaflet base. The patient remained stable throughout the procedure. No additional information has been provided.